Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 257 mg/dl. The needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received with the needle cap secured to the bottom housing. Linkage assembly was found partially extended from external view and formed needle was observed to be deployed into the needle cap. After the needle cap was removed, the needle mechanism got fully deployed, cannula deployed and needle retracted. Pod download data showed it completed first and second priming. Although no issues were observed in the needle mechanism that would cause the needle to deploy early, it could not be determined when the needle got deployed into the needle cap. The cause of the reported needle mechanism failure could not be determined.